Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. No functional discrepancies were observed; device was able to be powered on during testing. The device logs were investigated by stryker product analysis center (pac). It was found that the device need a software update. The service technician was unable to perform the update. The customer's device was returned to stryker pac for further investigation. The pac technician confirmed the reported issue through device log analysis. For an unknown reason the device was never updated to a later software version. The root cause of the reported issue is outdated software. The customer was provided with a replacement device. The customer's device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.